Event description:
The customer reported that the device knife deployed outside of the jaws. There was no pt injury. Additional questions have been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.